Event description:
It was reported that during a ptca treatment procedure, the express2 monorail stent dislodged. The lesion was located in the proximal right coronary (rca) artery. An atlantis sr pro2 catheter crossed the lesion for pre-ivus and treated the distal rca. A dissection of the proximal right coronary artery occurred and treatment with placement of the express2 monorail stent was attempted. The physician attempted to cross the lesion, however, encountered resistance. During retraction into the 6f launcher guide catheter, the delivery system "slipped from" the rca. The physician confirmed the stent was still on the delivery device under fluoroscopy. Difficulty was encountered crossing the lesion a second time. The physician attempted to withdraw the delivery device into the guide catheter, the stent caught on the tip of the guide catheter and the stent slipped again. The system was withdrawn from the pt and it was noted that the stent was missing. The stent was not in the rca and was lost in the pt. The procedure was successfully completed with a different device. No pt complications occurred. Pt condition is reported as "good". Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the mfg records for this particular batch namely top assembly batch # 8554762 found that the device met its material, assembly and product specs.